Manufacturer narrative:
Executive summary: corrected: additional sentence was added: "according to physician aneurysm rupture occurred during second attempt of catheterization with the subject guidewire and microcatheter". Reportability awareness date: corrected: after further review of the event, it was noticed that the reportability awareness date in the initial report was incorrectly entered as 15-january-2018. The correct date is 12-january-2018. This is the first of 2 reports.

Event description:
It was reported that stent-assisted coil embolization of an aneurysm located on the right mca (middle cerebral artery), a cerebral aneurysm rupture and sah (subarachnoid hemorrhage) occurred; the aneurysm was found to be at least 3 daughter sacs suggestive of previous sentinel bleeding. A catheter was advanced over a guidewire (subject device) but artery could not be accessed on second attempts due to an acute 90 degree angle. The wire flopped back into the aneurysm daughter sac and blood pressure was slight increase during the second attempt to catheterize the superior division. The angiographic image demonstrated contrast extravasation from the superior dome of the aneurysm. Medication (protamine) was administered immediately, a coil was carefully deployed to stop the bleeding, and an occlusion balloon catheter was immediately advanced and inflated to tamponade the right mca. The hemostasis was achieved within 7 minutes, and angiogram confirmed no further extravasation of contrast. The patient was not considered suitable by the site for stent assisted coiling, and was treated with 5 coils for embolization. According to the physician, it is unknown at this time what the relationship of the aneurysm rupture to the guidewire was. The patient was assessed having mrs (modified rankin scale) of 1 post-procedure. According to physician aneurysm rupture occurred during second attempt of catheterization with the subject guidewire and microcatheter.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that stent-assisted coil embolization of an aneurysm located on the right mca (middle cerebral artery), a cerebral aneurysm rupture and sah (subarachnoid hemorrhage) occurred; the aneurysm was found to be at least 3 daughter sacs suggestive of previous sentinel bleeding. A catheter was advanced over a guidewire (subject device) but artery could not be accessed on second attempts due to an acute 90 degree angle. The wire flopped back into the aneurysm daughter sac and blood pressure was slight increase during the second attempt to catheterize the superior division. The angiographic image demonstrated contrast extravasation from the superior dome of the aneurysm. Medication (protamine) was administered immediately, a coil was carefully deployed to stop the bleeding, and an occlusion balloon catheter was immediately advanced and inflated to tamponade the right mca. The hemostasis was achieved within 7 minutes, and angiogram confirmed no further extravasation of contrast. The patient was not considered suitable by the site for stent assisted coiling, and was treated with 5 coils for embolization. According to the physician, it is unknown at this time what the relationship of the aneurysm rupture to the guidewire was. The patient was assessed having mrs (modified rankin scale) of 1 post-procedure was.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However hemorrhage and aneurysm burst/rupture are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that stent-assisted coil embolization of an aneurysm located on the right mca (middle cerebral artery), a cerebral aneurysm rupture and sah (subarachnoid hemorrhage) occurred; the aneurysm was found to be at least 3 daughter sacs suggestive of previous sentinel bleeding. A catheter was advanced over a guidewire (subject device) but artery could not be accessed on second attempts due to an acute 90 degree angle. The wire flopped back into the aneurysm daughter sac and blood pressure was slight increase during the second attempt to catheterize the superior division. The angiographic image demonstrated contrast extravasation from the superior dome of the aneurysm. Medication (protamine) was administered immediately, a coil was carefully deployed to stop the bleeding, and an occlusion balloon catheter was immediately advanced and inflated to tamponade the right mca. The hemostasis was achieved within 7 minutes, and angiogram confirmed no further extravasation of contrast. The patient was not considered suitable by the site for stent assisted coiling, and was treated with 5 coils for embolization. According to the physician, it is unknown at this time what the relationship of the aneurysm rupture to the guidewire was. The patient was assessed having mrs (modified rankin scale) of 1 post-procedure. According to physician aneurysm rupture occurred during second attempt of catheterization with the subject guidewire and microcatheter.